Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, company representative reported that patient was hospitalized with diabetic ketoacidosis. Patient went to bed with blood glucose of 140 mg/dl and woke up with blood glucose of above 500 mg/dl. Follow-up was completed with patient on (B)(6) 2011, and patient reported she called 911 due to chest pains. She did not know her blood glucose was elevated until after the phone call, and blood glucose was 528 mg/dl. Normal blood glucose is 80-230 mg/dl. Patient was treated with an insulin drip and was diagnosed with a bladder infection and diabetic ketoacidosis. Troubleshooting did not reveal any product concerns, and physician advised the bladder infection might have caused the elevated blood glucose. No product was requested for evaluation. Additional attempts to follow-up with patient were unsuccessful.